Manufacturer narrative:
Please see below for the investigation findings: a review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. Because the sample was not provided by the customer, a sample evaluation could not be conducted and the issue reported by the customer could not be confirmed. Advertent bronchopulmonary displacement and consequently pneumothorax of the nasal or oral enteric feeding tubes is a well-studied and well documented complication of current placement techniques for blindly placing the nasal or oral enteric feeding tubes. In the instruction for use (IFU) for the device the warning is clearly provided that an adverse effect likes pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device, therefore due to the extreme caution, this device should only be inserted by a trained clinician. The manufacturing process was running according to the defined parameters and specifications. The product met the corresponding quality acceptance criteria. The appropriate production personnel were notified about the reported issue. Based on the information a corrective action from production perspective is not deemed necessary at this time. We will continue monitoring the process for any adverse trends that require immediate attention. Additionally, covidien marketing/sales had implemented an in-service program to raise awareness among the clinicians of the pneumothorax complication caused by the misplacement of nasal or oral enteric feeding tube. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a feeding tube. The customer reports an (B)(6) year old female was admitted on (B)(6) 2014 for subdural hematoma resulting from a fall. On (B)(6) 2014, the patient had a right craniotomy for evacuation of subdural hematoma and placement of a drain. The patient was extubated in recovery and on post-op day 3 ((B)(6) 2014), the patient was documented by the physician as being confused and somnolent. Nursing also documented the patient arouses easily, is drowsy, and lethargic. On (B)(6) 2014, a 10fr dobhoff was inserted into the left nare. The patient tolerated fairly. An x-ray of the abdomen showed the distal tip of the tube possibly in the right lung. The nurse states the patient was awake at the time of placement and stated she was intermittently following commands and was able to swallow when instructed. They said this tube coiled into her mouth so they withdrew partially and attempted again. Another x-ray of the chest two days later for shortness of breath showed a small right pneumothorax with no mediastinal shift. A chest tube was placed. Pneumothorax has resolved and the chest tube has been removed. No formula was fed into the lung, as the policy for dobhoff placements requires x-ray confirmation before stylet is removed and tube used.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.